Manufacturer narrative:
Should additional information become available a supplemental record will be filed. User¿s manual review (1145752 rev. C, page 1) - ensure that the snap buttons fully protrude through their respective adjustment holes. Always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary.

Event description:
The end users daughter states the shower chair collapsed while in use. She states her mother fell to the floor of the tub and is complaining of pain in her back and has a swollen large contusion on her back. She states her mother has a doctors appointment and the doctor advised her mother rest until the appointment. The end user's daughter states the legs don't snap into place and when her mother sat down, the unit collapsed. The end user weighs (B)(6) and has limited mobility but is over the weight cap which is 250 pounds. Update from 11/12/2015: end user's daughter stated her mom still hasn't gone to the doctor. For now she is very sore and bruised and has home health nurses helping her bathe and assisting her. No other medical intervention at this time. End user is requesting a transfer bench so she can get in the tub easier. Confirmed size will fit in tub and weight cap is 400 on the transfer bench. No further information provided.